Event description:
Healthcare professional reported an aortic punch was dull. The product was not returned for analysis. However, other punches were returned for evaluation. It is not known if any of the returned products were from the same lot number as the punch reported as dull. There was no report of adverse effects to the pt.